Event description:
Type of procedure performed: ni very limited details: product was placed on purchasing manager's desk with no detail other than: 5mm retrieval bag was placed on my desk - and the bag has come off the metal prongs and was unable to be used. A new device was opened and used with no issues. Patient was not injured. Note: lot and expiry date will be available upon return of device - tape is currently covering up the information on the box and staff do not want to open it. Will place used device (which has been put back in original box) in biohazard bag for return to am additional information received via phone call from [name] 09.07.2021: goods have been disposed off. Product not returning. Type of intervention: a new device was opened and used with no issue patient status: unaffected.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. Very limited details: product was placed on purchasing manager's desk with no detail other than: 5mm retrieval bag was placed on my desk, and the bag has come off the metal prongs and was unable to be used. A new device was opened and used with no issues. Patient was not injured. Note: lot and expiry date will be available upon return of device, tape is currently covering up the information on the box and staff do not want to open it. Will place used device (which has been put back in original box) in biohazard bag for return to am type of intervention: a new device was opened and used with no issue. Patient status: unaffected.